Event description:
It was reported that during the implant procedure measurements (impedance and sensing) were bad through analyzer and ICD. Impedances were 1250-1550 ohms through the analyzer and 1060-1100 ohms through ICD. Dft also showed unacceptable number of dropouts. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found. Upon visual inspection blood was found in/on the helix/lobe mechanism (sleeve head).